Event description:
It was reported that during hip arthroscopic surgery the osteoraptor anchor fractured when screwed in. All pieces were recovered. The procedure was completed with no delay. A backup device was used in the originally drilled bone hole. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 2.9 osteoraptor anchor system, used in treatment, has been returned for evaluation. Visual assessment confirms complaint. Anchor was fractured. Human matter was found on needle. From the information provided, ¿during hip arthroscopic surgery the osteoraptor anchor fractured when screwed in¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.